Event description:
Customer reported unexpected negative reactions with capture-r ready screen (3), lot #r026 when testing on the echo. Patient has an anti-d during to rhig administration.

Manufacturer narrative:
On 8/25/08, after the sample was tested, the instrument displayed a warning message that camera calibration values were nearing its limits. Customer requested the camera values to be adjusted; adjustment was made. Repeat testing after camera adjustments resulted in positive reactions. A limitation of capture assay is that passively acquired antibodies, such as anti-d administered due to rhig administration, may not be detected.